Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported by the patient that, since the activation of this artificial urinary sphincter (aus), he has experienced increased urinary leakage, requiring the use of more pads and a penile clamp to manage incontinence. He mentioned that he remains dry while upright or walking, but experiences uncontrollable leakage when transitioning from a seated to a standing position. The patient does not believe he is inadvertently compressing the pump and expressed concern that the device may not be working as intended. The patient service specialist advised that a clinical evaluation, including a possible cystoscopy, will be needed to determine if the device is functioning properly and to define next steps. The patient has an appointment scheduled with his physician next week. No additional information was reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). Correction to h6: impact codes, device codes. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported by the patient that, since the activation of this artificial urinary sphincter (aus), he has experienced increased urinary leakage, requiring the use of more pads and a penile clamp to manage incontinence. He mentioned that he remains dry while upright or walking, but experiences uncontrollable leakage when transitioning from a seated to a standing position. The patient does not believe he is inadvertently compressing the pump and expressed concern that the device may not be working as intended. The patient service specialist advised that a clinical evaluation, including a possible cystoscopy, will be needed to determine if the device is functioning properly and to define next steps. The patient has an appointment scheduled with his physician next week. No additional information was reported.